Event description:
The customer reported that when preparing the camera head and setting up equipment for a diagnostic orthopedic procedure, the image was present but would disappear. Moving the camera slightly resulted in the image returning for a short time before disappearing again. The intended procedure was successfully completed with a similar device. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The suspect device was returned to an olympus service center for evaluation. Inspection and testing confirmed the reported event. There was no image present due to the charge coupled device (ccd) unit being damaged due to a faulty cable. The device required a new ccd and cable assembly. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This supplement report is submitted to provide the legal manufacturer¿s final investigation. It has been over 5 years since the subject device was manufactured. The review of the device history record did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. Based on the results of the investigation, the lack of image displayed was likely caused by a damaged charged coupled device (ccd) and faulty cable. The instructions for use (IFU) addresses this failure: "do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged." Olympus will continue to monitor the field performance of the device.